Manufacturer narrative:
The following devices were also listed in this report: v40 cocr lfit head 44 mm +12; cat# 6260-9-444. 23 mm mod rev hip bdy/blt +30 mm component level 9006-1-323; cat# 6276-1-323; lot# 47231401. Osteolock bone screw 22 mm; cat# 5260-5-022; lot# 54259001. Osteolock bone screw 26 mm; cat# 5260-5-026; lot# 55024201. Tritanium revision acetabular; cat# 509-02-66h; lot# yv6mky. Mod con dist stem 17 x 155 mm; cat# 6276-7-017; lot# caxt509c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a trident liner was reported. The event was confirmed. Method and results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿metastatic infection from elsewhere in the body has disseminated to the left hip arthroplasty causing a late infection in the arthroplasty some 9-years post index surgery. Medical comorbidity may have increased infection risk. All components were removed with implantation of an antibiotic spacer in the hip as first stage of two-stage approach to infection treatment. Final second-stage reconstruction failed early due to recurrent infection and consequently all components had to be removed again, this time leaving a permanent girdlestone condition without devices in the hip.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event for infection was confirmed based on the clinician¿s review that ¿no determination can be made based upon the information available for review regarding the cause of the apparent failure of acetabular fixation requiring revision six years post-implantation. There is no evidence that factors of faulty component design, manufacturing or materials of any of this patient¿s hip components, including both of the voluntarily recalled products, were responsible for this clinical story including the subsequent periprosthetic infection.¿ a CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Failed left tha with recurrent drainage with previous periprosthetic joint infection.

Manufacturer narrative:
An update is required as incorrect information was found. An event regarding infection involving a trident liner was reported. The event was confirmed. Device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿metastatic infection from elsewhere in the body has disseminated to the left hip arthroplasty causing a late infection in the arthroplasty some 9-years post index surgery. Medical comorbidity may have increased infection risk. All components were removed with implantation of an antibiotic spacer in the hip as first stage of two-stage approach to infection treatment. Final second-stage reconstruction failed early due to recurrent infection and consequently all components had to be removed again, this time leaving a permanent girdlestone condition without devices in the hip.¿ device history review: not performed as the device lot number is unknown. Complaint history review: a sterile lot review could not be performed as lot code was not provided. The event for infection was confirmed based on the clinician¿s review that ¿no determination can be made based upon the information available for review regarding the cause of the apparent failure of acetabular fixation requiring revision six years post-implantation. There is no evidence that factors of faulty component design, manufacturing or materials of any of this patient¿s hip components, including both of the voluntarily recalled products, were responsible for this clinical story including the subsequent periprosthetic infection.¿ a CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Failed left tha with recurrent drainage with previous periprosthetic joint infection.